Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, experienced blood splatter, leakage, or other sample leakage. The following information was provided by the initial reporter. The customer stated: after a catheter was inserted in a patient and during blood culture samples, blood flowed through the adapter before the sample body. After placing the catheter on the patient and adapting the "tulip" tip to insert the blood culture tubes. Blood was continuously flowing outside the samples.